Event description:
Information was received from a registered nurse (injecting practitioner) regarding a (B) (6) female who received perlane (injectable dermal filler) injections into the lips and linear line around the vermillion border on (B) (6)2008. Anesthesia in the form of topical tetracaine 6% and lidocaine 6% cream were applied prior to procedure as well as lidocaine 1% with 0.02 to 0.3 ml of epinephrine mixed into each perlane syringe. There were no additional procedures reported. Significant medical history included previous restylane and perlane injections (from 2 to 4 syringes) performed 6 times a year since 2004. Concomitant medications included ortho tri-cyclen (norgestimate and ethinyl estradiol), tylenol (acetaminophen), and aleve (ibuprofen). The reporting nurse stated that there had been increasing pain over time with each injection despite administration of anesthesia prior to procedure. On (B) (6)2008 while undergoing perlane injections, the patient experienced "unbearable pain" (injection site pain). The pain was further described as "not lasting" and subsided after injections were completed. Additionally, the nurse reported that the lips felt like there was "scar tissue build up" (implant site scar) with "tightness" and experienced difficulty while injecting the syringe into the lips. The nurse stated, "the needle used to glide smoothly, but currently the scar tissue build up caused difficulty injecting into the lips and vermillion border area." According to the reporter, the physician felt that the scar tissue and increased pain had developed over a period of 4 years from repeated injections of restylane and perlane. As of the date this report was received, the events have remained unresolved. The perlane lot number was reported as 9415 with an expiration date of 10/2010.

Manufacturer narrative:
Additional PMA/510(k) #: p040024.